Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure for ventricular tachycardia, the intellanav mifi open-irrigated catheter began dripping and no fluid could reach the distal tip. This occurred after multiple ablations had been performed and resulted in the temperature being too high to ablate with the maestro 4000 generator. The catheter was exchanged, and the procedure was completed without patient complication.